Event description:
It was reported that the ventilator generated a screen block message. The ventilator was not on a patient a the time of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.